Manufacturer narrative:
The implants were not fractured. The implants were examinted under 10x magnification and no thread defects were noted. The units returned were within specification. Additional catalog#'s pbr50105 & pbr5012. Addition lot#'s s0905018 and s0406042. Additional exp dates: 09/30/2010 and 04/30/2011.

Event description:
Removal of dental implants. The clinician reported the implants were removed due to insufficient bone quality.